Manufacturer narrative:
This product is similar to catalog number 443418. The 510k information for 443418 has been included. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd max¿ cdiff a (B)(6) result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Event description:
It was reported that while using bd max¿ cdiff a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd max cdiff EU (ref. 442555) lot 0307060 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max cdiff EU indicated that lot 0307060 was manufactured according to specifications and met performance requirements. Customer complained about two samples initially reported positive and one of them was negative upon repeat. Customer provided two run files containing the discrepant results (1562 & 1563) from instrument ct1010 for investigation. Data analysis revealed that run # 1562 obtained one strong positive result in position b6 as well as two weak positive results in positions b4 and b5. The samples from lanes b4 and b5 were retested on run 1563 and b4 changed to negative while b5 stayed positive with weak amplification. Manual pcr curve adjudication was conducted across these runs. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of pcr curve for samples in positions b4 and b5 shows weak amplifications but without anomaly, indicative of true positive results. Since the sample in position b6 shows a strong amplification, cross contamination introduced during the sample preparation at the customer¿s site is a possible cause as well as samples being at the assay limit of detection (lod). Nevertheless, bd was unable to confirm the exact cause of the customer results. There is no indication of an increase in complaints for discrepant result for bd max cdiff EU lot 0307060. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10